Event description:
On (B)(6) 2013, a 23mm sjm trifecta valve was implanted in the patient's aortic position with everting-mattress suture technique using pledgets. An abbott sizer was used in the surgery. The patient presented to the outpatient of the hospital in the early spring of the year 2020, and aortic regurgitation(ar) was confirmed in echocardiogram, although there was no abnormality confirmed in the previous follow-ups. Upon consultation with the patient, a re-do avr was planned before the patient's heart failure worsened, which was performed on aug. 25. The trifecta valve was explanted, replaced with a 23mm inspiris resilia aortic valve(manufacturer: edwards lifesciences). Upon explant, the leaflet of the trifecta valve was torn from the top of the right stent post leading to nadir. There was no pannus formation on the valve; no fusion of the tissues, either. The patient is stable.

Manufacturer narrative:
Explant was reported due to regurgitation and heart failure. The tears seen at explant were confirmed. Leaflets 1 and 3 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve which extended onto leaflets 1 and 3. No inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23mm sjm trifecta valve was implanted in the patient's aortic position with everting-mattress suture technique using pledgets. An abbott sizer was used in the surgery. The patient presented to the outpatient of the hospital in the early spring of the year 2020, and aortic regurgitation (ar) was confirmed in echocardiogram, although there was no abnormality confirmed in the previous follow-ups. Upon consultation with the patient, a re-do avr was planned before the patient's heart failure worsened, which was performed on (B)(6). The trifecta valve was explanted, replaced with a 23mm inspiris resilia aortic valve (manufacturer: edwards lifesciences). Upon explant, the leaflet of the trifecta valve was torn from the top of the right stent post leading to nadir. There was no pannus formation on the valve; no fusion of the tissues, either.